Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Per evaluation comments, complaint was confirmed for upper right hanger on arm/horn assembly bent/damaged. The underlying cause was identified as freight damage.

Event description:
One of the lift arms were bent when the lift arrived.